Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during basal delivery. Insulin delivery was resumed. The customer's blood glucose level was 400 mg/dl, and was addressed with a correction bolus. Reportedly, the supplies on the pump were changed to resolve the reported issue.